Event description:
Related manufacturer reference number:2017865-2022-22259. It was reported that the right atrial lead exhibited intermittent sensing. An x-ray was performed and both the right atrial and the right ventricular lead were dislodged. Both leads were explanted and replaced. The patient was in stable condition.